Event description:
It was reported by the repair center that the unit has a non-functioning alarm and the primary cause of the malfunction is the power switch has a short circuit. No patient injury reported, no additional information provided.